Manufacturer narrative:
The customer's device was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with a coaguchek softclix lancing device. The customer inserted the lancet, snapped the cap into place and needle was protruding from the end cap.

Manufacturer narrative:
The customer returned the lancing device for investigation. The lancing device could be primed and released without any problems and works in accordance with specifications. However, the lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegations. The reported failure of a protruding lancet could not be reproduced. Medwatch fields d10 and h3 have been updated.